Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevate blood glucose (bg) level that ranged from 504-505 mg/dl. The cause of the high bg was unknown. The customer changed the infusion set, cartridge and delivered a correction bolus to address the high bg.